Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. UDI# is unknown. No information has been provided to date.

Event description:
It was reported by the pharmacist that a high pressure alarm occurred while using the pump. The patient was hospitalized in the emergency room but there was no information to determine if the patient was hospitalized as a result of interruption of therapy due to the pump alarming, or if they were already in the hospital before the pump alarm occurred. The alarm could not be resolved and both pumps were alarming high pressure. The tubing was attached correctly, and all clamps were open. New cassette was mixed and no visible obstructions to tubing or cassette were observed. Per the registered pharmacist notes, the patient reported to the emergency room for chest pain and shortness of breath. The devices were replaced.

Manufacturer narrative:
No product returned to verify or replicate the complaint. No photographic/diagnostic evidence of complaint provided by the customer. The most probable cause was the "dso" sensor. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.